Event description:
The patient underwent revision tkr on (B)(6) using these devices provided under compassionate use case (B)(4). These components were requested to revise the patient's prior competitive tkr (done in (B)(6) 2015) due to multi-directional instability associated with nickel allergy. The patient's recovery following the (B)(6) procedure was complicated. On (B)(6) 2022: x-rays looked good. Drainage noted. On (B)(6) 2022: drainage from lower aspect of wound, which had opened. Area of skin necrosis. Patient started on bactrim ds and probiotics. Patient to be referred to plastic surgeon for consideration of wound flap. On (B)(6) 2022: patient presented with copious drainage. Patient to be admitted to ER for suction vac and consideration of wound flap by plastic surgery, and consult by infectious disease specialist for starting on antibiotics. On (B)(6) 2022: reoperation with radical debridement and planned washout and exchange of polyethylene components. As dr. M brought the knee into flexion, the femoral construct came out of the cement mantle (with no cement attached to the stem). Dr. M removed the existing cement from the bone and reimplanted the femoral component with new cement, and also replaced the polyethylene insert of the tibial component. The wound was closed by plastic surgeon and a wound vac applied. Updated 2022-10-10: notification from representative received on friday 2022/10/07, dr. M operated on the patient again to address the infection. He removed all implants and is planning a two-stage revision. He implanted a link porex hinge with antibiotic cement to serve as a temporary spacer while he attempts to clear the infection.